Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data found loss of prime warnings associated with non-zero low force. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading was within specifications. Bolus exercises were completed and recorded correctly. The reported loss of prime issue was verified in the black box but not duplicate during the investigation. Unrelated to the reported prime issue, the display was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump alerted for loss of pump multiple times. No additional information was available. Attempt by the customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.